Event description:
Customer reported via phone call that the insulin pump was not vibrating. Customer stated that the insulin pump did not vibrate during the self test. Customer also mentioned that the vibrate feature did not work despite multiple battery changes. Insulin pump did not vibrate during the vibrate test. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
The insulin pump was received with the vibrator motor with broken wire (positive). The unit had broken belt clip slot, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.